Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 3/22/2017 with the following result: the black box shows unexplained power on resets beginning on (B)(6) 2017 22:50 & continuing until (B)(6) 2017 02:11 when pump was powered off. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs.the bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. When pump was powered back on the time/date reset to default setting. The time/date was then manually set to (B)(6) 2017 07:31 & deliveries resumed.the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose between 250 and 500 mg/dl. With polydipsia and polyuria. The patient required no unusual treatment and remains on the pump. The reporter also alleged that the time/date are not maintained in the pump when the battery is removed for less than 24 hours. The pump was returned for investigation and a leaking internal battery was found. This complaint is being reported as the patient experienced hyperglycemia related to training/misuse regarding the time/date issue: the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.